Event description:
It was reported that the lead was repositioned due to elevated pacing thresholds.

Manufacturer narrative:
Excessive fibrin can result in elevated ctni results. Ctni instructions for use indicate that samples should be free of particulate matter and fibrin. Dade behring has distributed a technical bulletin dated 6/30/05 which stresses the importance of sample integrity and proper centrifugation as part of the preanalytical process for ctni.